Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial tvt surgical procedure? Date and name of initial tvt-o surgical procedure? The diagnosis and indication for each tvt/tvt-o surgical procedure? Other relevant patient history/concomitant medications? Tvt product code and lot #? Tvt-o product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? Were any concomitant procedures performed? Onset date/time of the urgency from surgery? Onset date/time of the pain from surgery? Location and character of the pain? Was medical intervention given for the pain management? Results? Date and surgical findings of tvt removal? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event regarding tvt submitted via 2210968-2020-08972. Adverse event regarding tvt-o submitted.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced chronic pain, urgency and underwent surgical intervention on an unknown date, however, no remnants of the mesh were found for removal. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/15/2020. Additional information: h6. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.